Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Tan jck, clement c, healey p, lim r, white a, yuen j, agar a, lawlor m. Long-term comparative outcomes of hydrus versus istent inject microinvasive glaucoma surgery implants combined with cataract surgery. Br j ophthalmol. 2026;110:52-58. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported via literature article to evaluate the long-term comparative outcomes of trabecular stent versus istent inject microinvasive glaucoma surgery implants combined with cataract surgery. This file pertains to the incidence of loss of ten or more visual-acuity letters across five postoperative time periods, namely zero to six months ( no of eyes impacted 16), six to twelve months, twelve to twenty four months ( number of eyes impacted 1), twenty four to thirty six months( number of eyes impacted 4), and thirty six to forty eight months.(number of eyes impacted 6)